Manufacturer narrative:
Date rec'd by MFR of supplemental medwatch report 001 indicates: reportability awareness date 05/05/2019. Date rec'd by MFR of supplemental medwatch report 001 should indicate: reportability awareness date 07/22/2019.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice when used on a 43 year old female patient. No further details were provided by the customer. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice when used on a 43 year old female patient. No further details were provided by the customer. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control further evaluated the customer device and was still unable to duplicate the reported issue. Physio further reviewed the downloaded electronic data from the device and observed that the device powered off while operating on both battery 1 and 2. It was also observed that the customer's batteries used during the event were beyond the recommended service life, and one of the batteries had oxidized battery contacts. Physio recommended that the batteries be replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and then the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issues. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice when used on a (B)(6) female patient. No further details were provided by the customer. This issue is patient related; however there was no adverse patient outcome reported.